Event description:
Refer to H11 for Follow-Up information.

Manufacturer narrative:
Intuitive Surgical, Inc. (ISI) Failure Analysis team confirmed initial findings. The reload was returned with the blade rotated and lodged into the left side of the knife track. It appears that a large force from above right resulted in the knife rotation into the cartridge. The blade had stopped forward progress at around 35 percent completion. The procedure logs could not be identified, as no instrument lot information was provided. The reload was disassembled for inspection of internal components. The reload was split in half and upon disassembly, it was noted that the shuttle knife seat was cracked and damaged. It appears that during the firing, the knife rotated forward and to the left, creating a score at the distal end of the knife seat from the cutting edge. The proximal face of the knife seat was also found to be broken, likely caused by the force from the base of the knife as it rotated forward. The shuttle was also bent, as result of knife rotation, allowing the cutting edge to skive the left side of the knife track wall. At some point during the firing, it is likely that the forces produced by the lodgment of the knife, as the I-beam kept driving forward, exceeded the pre-determined force thresholds, resulting in a partial fire. The knife was removed from the shuttle and found with a significant mechanical indentation near the midpoint of the cutting edge. Firing across hard objects results in excess load on the shuttle and knife, leading to shuttle breakage, and allowing knife rotation within the knife track. Damage observed to reload components is likely related to excessive loading that can occur due to interactions with hard objects, such as a previous staple line, clips, or challenging tissue.

Manufacturer narrative:
INTUITIVE SURGICAL, INC. (ISI) DID RECEIVE A DA VINCI PRODUCT TO PERFORM FAILURE ANALYSIS. THE SUREFORM 45 RELOAD WAS ANALYZED AND FOUND TO HAVE THE BLADE ROTATED WITHIN THE KNIFE TRACK. THE BLADE WAS NOT EXPOSED ABOVE THE SURFACE. THERE WAS ALSO CARTRIDGE DAMAGE NOTED AT THE SITE OF THE ROTATED BLADE. THE RELOAD WAS FOUND TO HAVE CARTRIDGE DAMAGE. THE CARTRIDGE WAS DAMAGED IN BETWEEN THE KNIFE TRACK AT THE SITE OF THE BLADE ROTATION ON THE BOTTOM SIDE OF THE RELOAD. THE RELOAD PARTS WERE SEPARATED FOR INSPECTION. THE RELOAD WAS NOT RETURNED WITH AN INSTRUMENT. THE RELOAD IS BEING TRANSFERRED TO ENGINEERING FOR FURTHER ANALYSIS. THE COMPLAINT WAS CONFIRMED BY FAILURE ANALYSIS. THE PROBABLE ROOT CAUSE OF RELOAD DAMAGE IS ATTRIBUTED TO HIGH FIRING TORQUES, WHICH CAN RESULT FROM FIRING ON CHALLENGING TISSUE (E.G., TISSUE CONDITION) OR HARD OBJECTS (E.G., STAPLES).

Event description:
IT WAS REPORTED THAT DURING A DA VINCI-ASSISTED SURGICAL PROCEDURE THAT STAPLING WAS ABLE TO BE PERFORMED HALFWAY, BUT THE STAPLE DID NOT STOP AT THE FRONT OF THE BLOOD VESSEL. THE RELOAD WAS REPLACED AND THE PROCEDURE WAS COMPLETED. THERE WERE NO REPORTS OF PATIENT INJURY. INTUITIVE RECEIVED THE FOLLOWING ADDITIONAL INFORMATION VIA FOLLOW UP: THE STAPLER RELOAD HAD AN EXPOSED BLADE. THERE WERE NO STAPLES MISSING FROM THE STAPLE LINE. THE SURGEON DID NOT STAPLE OVER AN EXISTING STAPLE LINE. NO BUTTRESS MATERIAL WAS USED. THERE WAS NO CLAMPING ISSUES EXPERIENCED. THERE WAS NO BLOOD TRANSFUSIONS PERFORMED, NOR UNPLANNED TISSUE REMOVAL. A NEW WHITE RELOAD WAS INSTALLED TO RESOLVE THE ISSUE. THERE WERE NO REPORTS OF PATIENT INJURY.